Manufacturer narrative:
An event regarding wear involving an accolade stem was reported. The event was confirmed. Method & results: -device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted implants with damaged stem. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: need additional information; revision operative reports, clinical and past medical history, serial dated x-rays and examination of explanted components. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's right hip was revised. As reported by rep: "clicking/ unstable." Rep provided the primary operative report and implant report, and pictures of the explants showing damage to the revised stem, head, and liner. Rep reported that no further information is available.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right hip was revised. As reported by rep: "clicking/ unstable." Rep provided the primary operative report and implant report, and pictures of the explants showing damage to the revised stem, head, and liner. Rep reported that no further information is available.